Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination found no issues with the profile. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 40mm x 2.5 to 3.0 mm, de novo target lesion was an in-stent restenosis of a previously implanted stent located in the moderately tortuous and severely calcified mid to distal left anterior descending (lad) artery. A 2.25 x 32 synergy drug-eluting stent was prepped by gripping the distal side of the stent protector and slowly sliding it off the catheter. After a 6f non-bsc guide catheter was engaged, a non-bsc guidewire and micro catheter were advanced but the micro catheter failed to cross the lesion. After performing plain old balloon angioplasty (poba) with a 1.2x6mm non-bsc balloon catheter, the micro catheter was able to cross the lesion. After that, vessel observation was attempted with a non-bsc imaging catheter but the imaging catheter failed to cross an in-stent restenosis (isr) area. Dilatation was then attempted with a 2.5x12mm non-bsc balloon catheter, but it failed to cross the lesion. A guidezilla guide extension catheter and a 2.25x12mm non-bsc balloon catheter were then advanced and poba was performed. The 2.5x12mm non-bsc balloon catheter was advanced again and poba was performed. Subsequently, the guidezilla, a non-bsc guide wire, and the 2.25 x 32 synergy drug-eluting stent were advanced; however, the synergy stent failed to cross the lesion. The device was removed from the patient to perform poba again and it was noted that the stent was no longer mounted on the balloon. Fluoroscopy was performed in the guiding catheter and the guidezilla but the stent could not be found. A non-bsc stent visualization tool was used and found that the stent was dislodged in the mid lad because it was caught by an implanted stent. The physician then tried to snare the dislodged stent but was unsuccessful. Subsequently, the dislodged sent was crushed against the vessel wall. The procedure was completed with a 2.5 x 12 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 40mm x 2.5 to 3.0 mm, de novo target lesion was an in-stent restenosis of a previously implanted stent located in the moderately tortuous and severely calcified mid to distal left anterior descending (lad) artery. A 2.25 x 32 synergy¿ drug-eluting stent was prepped by gripping the distal side of the stent protector and slowly sliding it off the catheter. After a 6f non-bsc guide catheter was engaged, a non-bsc guidewire and micro catheter were advanced but the micro catheter failed to cross the lesion. After performing plain old balloon angioplasty (poba) with a 1.2x6mm non-bsc balloon catheter, the micro catheter was able to cross the lesion. After that, vessel observation was attempted with a non-bsc imaging catheter but the imaging catheter failed to cross an in-stent restenosis (isr) area. Dilatation was then attempted with a 2.5x12mm non-bsc balloon catheter, but it failed to cross the lesion. A guidezilla guide extension catheter and a 2.25x12mm non-bsc balloon catheter were then advanced and poba was performed. The 2.5x12mm non-bsc balloon catheter was advanced again and poba was performed. Subsequently, the guidezilla, a non-bsc guide wire, and the 2.25 x 32 synergy¿ drug-eluting stent were advanced; however, the synergy¿ stent failed to cross the lesion. The device was removed from the patient to perform poba again and it was noted that the stent was no longer mounted on the balloon. Fluoroscopy was performed in the guiding catheter and the guidezilla but the stent could not be found. A non-bsc stent visualization tool was used and found that the stent was dislodged in the mid lad because it was caught by an implanted stent. The physician then tried to snare the dislodged stent but was unsuccessful. Subsequently, the dislodged sent was crushed against the vessel wall. The procedure was completed with a 2.5 x 12 synergy¿ stent. No patient complications were reported and the patient's status was good.